Event description:
A pt reported blood glucose results of 2.4 mmol/l, 14.1 mmol/l, 6.2 mmol/l and 2.1 mmol/l with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.